Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified artery. A wolverine 10mmx2.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon second inflation at 10 atm for 30 seconds. Furthermore, a horizontal separation was noted. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.